Manufacturer narrative:
Analysis found all eight conductors of the lead were broken. The continuity of the lead was not complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable component is: product ID: 977a260, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a healthcare professional regarding a patient with an implantable neurostimulator (ins). It was reported there was a loss of therapy and impedance measurements greater than 40,000 ohms on all contacts. It was unknown what factors may have led or contributed to the issue. Diagnostics and troubleshooting included the impedance measurement. The actions and interventions taken to resolve the issue included a revision (a new lead was implanted). The issue was resolved at the time of the report. No further patient complication was associated with the event.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.